Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. During the procedure, the patient began to vomit, aspirate, and buck after two leads (from the same lot) were placed. As a result, the leads were removed and the procedure was aborted. The patient has recovered as expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.